Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical products: delta ceramic femoral head catalog# 650-1162 lot# 2924819, g7 acetabular shell catalog# 010000662 lot# 3479678, g7 acetabular liner catalog#110003521 lot# 3396314. Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies, however concessions were noted. Review of complaint history for same or similar issue identified eight complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00872. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of a clinical study that a patient underwent total hip antroplasty (tha) for right hip on (B)(6) 2015. Subsequently, six (6) months post operatively, the patient reported moderate pain after unusual activity with rarely used aspirin for pain, moderate trouble washing/drying, moderate trouble getting in or out of car, moderately difficult to shop, moderately painful to stand up, limping most of the time, had sudden severe pain every day, pain that moderately interfered with usual work, and pain in bed every night. No further information was provided.